Event description:
It was reported that the customer experienced high blood glucose. The customer stated that she changed the infusion set twice and that the cannula was bent twice. The customer's blood glucose was 419 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. The customer expressed feeling very bad as a symptom of her high blood glucose. The customer confirmed that there were no large bubbles in the tubing of the infusion set. Advised customer to deliver a five until fixed prime into the air until the bubbles were no longer visible. The customer stated that the tubing of the infusion set was bent but not crimped. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.